Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation, the belt was unable to complete incoming functionality testing. The root cause for the failure was the electrode belt distribution node (dn) to rear cable was severed from the dn housing. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.